Event description:
Just after iabp was initiated, blood leaked into the catheter. Event complications: none from the event - reported 1/6/96. Pt's current status: unk - rpt'd 1/6/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Device label code for f10. Position 2: 1738. Device label code for f10. Position 3: -. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.